Manufacturer narrative:
The shielding has to be removed when work is performed on the bending magnet area of the clinac. Numerous removals and replacements of this shielding over the life of the machine can cause the inserts to loosen within the lead. Subsequent loosening and tightening of the hardware may cause the insert lead bond to fail. It is concluded that the current method for securing the lead is sufficient. Machines manufactured prior to the incorporation of engineering change order should be periodically checked for loose hardware. Inserts and shielding should be replaced as needed based on the service technicians recommendations. Service should also ensure all persons that work on this area of the machine check the integrity of the fasteners upon any removal or replacement of the shielding.

Event description:
The lead shielding and fiberglass fell off from the head of clinac machine during gantry rotation. There was no injury to the pt or operators during this incident. The gantry rotation was between treatment fields and near the floor at 345 degrees.